Event description:
It was reported, that the pump time was incorrect. Cause was unknown. The customer declined follow-up from tandem technical support regarding the issue. Therefore, no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.